Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that following a refill on (B)(6) 2012 patient reported they "feel funny" and "feel heavy", keep dozing off, lips are beginning to feel numb, and was experiencing pain. These symptoms were not present prior to the pump refill. Drug delivered via the device was baclofen. Additional information received from the healthcare provider (hcp) later indicated that patient had experienced vision changes, numbness and light headedness. Patient had a catheter dye study done on (B)(6) 2012 that revealed a kink and was revised on the same day. Per the operative notes, patient presented with "baclofen withdrawal", had spastic quadriparesis and was delirious. She had been "worked on by the anesthesia pain service for the last couple of days". They tried increasing her dosage, removing the entire drug and placing a fresh drug; regardless of which the patient remained rigidly spastic. There was a concern that this presented "some type of failure of the pump". Patient was taken to the or for pump exploration and an intraoperative dye study. A partial kink at the catheter was noted. Upon disconnecting the catheter from the pump a very sluggish flow of csf (cerebrospinal fluid) was noted. The surgeon cut the sutures on the anchor and had better flow of csf. He confirmed the patency of the whole system. An dye using fluoroscopy was then passed through the catheter prior to which he had aspirated the catheter of the drug. The surgeon via the dye study confirmed that there was no extravasation of the dye and that it moved up in the mid thoracic spine freely; there was no further kinking of the catheter. The procedure was concluded and the pump was re-programmed at a rate of 270,cg/day. Patient was hospitalized and was indicated to have recovered without sequela.